Event description:
The patient was implanted with a left ventricular assist device. There was a possible malfunction due to the patient's power base unit cable that caused the patient's pump to stop twice. The patient's power base unit cable was exchanged and no further issues were reported.

Manufacturer narrative:
The patient remains ongoing on lvad support without any further issues. The power base unit cable was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the analysis is completed.